Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device was unable to run because the locking system (lock and spring) was out of place. During service/repair, it was determined that the device had a drilled leg (tip) and the bearings were worn out and corroded. It was determined that the issues were consistent with excessive force and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and evaluation, it was determined that the craniotome device had a drilled leg (tip). It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.